Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ plus IV catheter tube was torn/split. The following information was provided by the initial reporter: "catheter tube is torn".

Event description:
It was reported that the bd angiocath¿ plus IV catheter tube was torn/split. The following information was provided by the initial reporter: "catheter tube is torn".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-07-09. H6: investigation summary five samples with open packaging were received by our quality team for evaluation. One used sample from batch 0325814 and four samples, three unused and one used, from batch 0325812. The samples were subjected to visual inspection to check for catheter damage and peelback. No catheter damage or peelback was observed on the sample and blood stain was present in the flash chamber from batch 0325812. On the used sample from batch 0325814, a white ring mark was observed on the catheter tip, no catheter peelback was observed, and blood was present in the flashback chamber. On the unused samples from batch 0325814, one sample was observed with the needle pierced through the catheter tip, one sample was observed with a curved cut near the catheter tip, and the third sample was observed with multiple ¿v-cuts¿ near the catheter tip. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed and there are no stations that could cause a ¿v-cut¿ on the catheter tip. The ¿v-cuts¿ match the shape of the cannula bevel, which could have occurred after application, when the user tried to re-insert the cannula back into the catheter adapter. Therefore, the team was unable to establish the actual root cause as the sample was returned in open packaging. The following controls have been put in place to prevent and detect the needle being pierced through catheter from occurring: the vision system camera is not out of focus when capturing the defect by using various metal blocks for different gauges to prevent the vision assembly from dropping under its weight and the catheter is aligned to one side using vacuum to aid the insertion of the cannula thus reducing the likelihood of this nonperformance from occurring. A daily challenge of the vision system is performed, and visual inspection is performed during outgoing inspection. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.